Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with left inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per operative notes, ¿in left inguinal region, the contents of the hernia sac was mobilized and 3dmax mesh was placed inferiorly to the cooper ligament tacked and then sutured. In umbilical region, hernia sac was reduced and fascial defect was closed with sutures.¿ (B)(6) 2011 ¿ patient had umbilical hernia and right groin hernia thereby underwent open repair with partial removal of 3dmax mesh. Per operative notes, ¿the infraumbilical incision was made where the edges of the mesh (3dmax mesh) was seen curled up circumferentially. The edges were trimmed off until the mesh was flat with fascial surface and sutured. In right groin, a folded piece of mesh eroding through the external oblique was noted. The mesh was excised and tacked.¿ (note: the mesh implanted in the right groin is unknown).

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2023-090551). It was identified that the emdr is a duplicate of a previously reported event (MDR_number: 1213643-2022-92609). As such, this supplemental emdr is submitted to report the information. Updated fields: b5 (event description), g6, h2, h10, h11. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.